Manufacturer narrative:
(B)(4)

Event description:
It was reported that since the month of (B)(6) 2016, the right ventricular lead exhibited an increase in impedance measurements, noise and a rise in capture thresholds. On (B)(6) 2016 the lead was successfully capped and replaced. The patient was in stable condition throughout the procedure and would continue to be monitored.